Event description:
It was reported that before use of the swan-ganz catheter, it would not self-deflate even though the valve was turned on and off. There was no patient injury.

Manufacturer narrative:
The device was disposed of by the facility. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The device history record review was completed and the product passed without nonconformances. No corrective actions will be taken at this time. As part of preparation, the instructions for use (IFU) states to check balloon integrity by inflating it to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water and deflate balloon before insertion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.